Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site abdomen while the patient was showering, causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omni pod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.